Event description:
The customer representative contacted arjo and informed about the citadel plus bed malfunction. One of the side rails detached fully from the bed. According to the information provided by the customer, the side rail broke when the bed was in use by the patient weighting over 200kg. No injury was reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail panel was fully detached from the metal panel as all screws were ripped off). The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. It is also stated: "the caregiver should always aid patient in exiting the bed.". Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The bed frame was in use with the patient at that time. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.